Manufacturer narrative:
This report is being submitted as follow up no.1 to provide additional information. This report is for second device used on the patient, for the first device used on the same patient; see MDR 30133694970-2018-00264.

Event description:
Additional information was received on may 15, 2018. The size of the procedural sheath used prior to the angio-seal was a 6f pinnacle. A pre-deployment angiogram was performed. The estimated blood loss was less than 250 cc. The patient was reported to be in stable condition. It was confirmed that two events that were reported, the involved devices were both used on the same patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor attempted to use a 6fr angio-seal device and he was not able to advance the arteriotomy locator into the sheath. The product never entered the body and hemostasis was achieved by manual compression.